Event description:
The pt was unable to communicate with his implantable neurostimulator system. He received a power-on-reset indicator on his pt programmer for an unk reason. The pt "was having no problems other than the device no longer being able to be adjusted." A MFR's rep intended to meet with the pt to reprogram his device.

Manufacturer narrative:
(B)(4).